Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the bag seam. The event occurred when the patient received their shipment box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between october 08, 2023 to october 10, 2023. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs identified a large tear/hole from the upper left flat seal area for a bag and what appeared to be a damage from an area at the lower right edge of another bag causing leakage. The reported condition was verified. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.